Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 500. Initially, it was stated that the light head drifted downwards and it was not possible to determine if the issue is safety or risk related. On (B)(6) 2025 the getinge technician provided information that the light head reached a person. There was no injury reported, however we decided to report the issue in abundance of caution as contact of the medical device with the patient or sterile field during procedure may cause contamination. Getinge technician adjusted spring arm tension, so that the device is now balanced and the cupola stays at its set height.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 500. Initially, it was stated that the light head drifted downwards and it was not possible to determine if the issue is safety or risk related. On 9th may 2025 the getinge technician provided information that the light head reached a person. There was no injury reported, however we decided to report the issue in abundance of caution as contact of the medical device with the patient or sterile field during procedure may cause contamination. Getinge technician adjusted spring arm tension, so that the device is now balanced and the cupola stays at its set height. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated, it was reported that the device came into contact with the patient, probably because the light head did not remain in its position due to a loss of balance of the spring arm. Getinge technician adjusted spring arm tension, so that the device is now balanced and the cupola stays at its set height. To prevent any incident, the powerled instruction for use IFU 01581 indicates to perform daily check before use asking to place the system in various positions to verify that the entire system remains in the selected position, without any movement. To prevent any incident, the powerled IFU # 01581 mentions to perform several daily checks : "stability and drift of the system : operate the device, making several movements in order to swivel the suspension arms, the spring arms and the light heads. The entire system should move easily and smoothly. Place the system in various positions. The entire system should remain in the selected position, without any drift. If a problem is noted, contact technical support". "Spring arm positioning : place the spring arm in its lowest position, horizontally and finally in its highest position. Check that the spring arm remains in each of these positions. If a problem is noted, contact technical support". The powerled installation manual # 1584 mentions how to adjust the balancing of the spring arm. The powerled installation manual # 1584 mentions : "caution! Risk of equipment damage; if adjustments are made incorrectly or not at all, the light head or installed equipment may drift. Make all adjustments (balance, stop and brakes) during installation and then after all maintenance operations". Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.